Manufacturer narrative:
Device eval: hospital disposed.

Manufacturer narrative:
The reason for this revision was reported as dislocation after 42 days of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. (B)(4). A review of the product complaint report history showed this is the 1st complaint against the main contributor. The root cause for the dislocation could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to dislocation, the surgeon removed the djo liner, head and sleeve.